Event description:
Based on info obtained from customer in 2004, it was determined during investigation into this event that an elevated accu tni result was generated by an access instrument and reported out of lab. The elevated accu tni result was 0.65 ng/ml. The elevated result was reported out of lab. The pt sample was retested and the result was 0.17 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.